Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform self-test and displacement test or verify time/clock anomaly due to unresponsive button.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were not functioning. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was not advancing. The insulin pump will be returned for analysis.